Event description:
Knee replacement revision. Staples not holding properly and damaging tissue. Incision will not stop draining fluid and bleeding. Having to change bandage hourly due to heavy bleeding. Admitted back to hospital, given antibiotics, no infection. Sent back home with low white count. It has been 15 days and the wound is tearing and blistering from movement of the staples. It appears that they did not close properly. Doctors do not seem to be aware or concerned and attribute this to something other than the obvious. I am becoming concerned about risk of infection, permanent damage and increased medical expense.